Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during the second dwell cycle of peritoneal dialysis therapy. The patient stated that they forgot to close the clamp on the spare line. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to unload the supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause was determined to be that the user had left an unused supply line unclamped. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and warns the user that a system error 2240 can be caused by unclamped, unused supply lines. Should additional relevant information become available, a supplemental report will be submitted.